Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation of the implantable cardioverter defibrillator, it was noted that the device exhibited stored episodes of non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive inappropriate high voltage therapy during the oversensing episodes. Programming changes were made on the device. There were no patient symptoms noted.